Event description:
The account alleged the brake pedal locks but when the bed is moved, the brake pedal pops back up. No pt impact.

Manufacturer narrative:
The tech replaced the bushings in the brake mechanism block assembly to resolve the issue.